Event description:
The complainant reported a (B)(6) female patient presenting with myocarditis. The impella cp was selected for hemodynamic support. During support, the patient developed an access site bleed that prompted a blood transfusion.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.